Event description:
On 2/4/94 we learned from the hospital that the pt was removed from the ventilator and manually ventilated because the pt had "coded". The hospital told us that up to that time the ventilator seemed to be working normally. The hospital reported to us that the ventilator apparently failed to function properly when the pt was being reconnected to it. The hospital stated the pt had cardiac fibrillation and expired shortly after the alleged malfunction, although it is unclear whether the death was caused by the alleged malfunction. We were told by the hospital that this incident happened around 4:20 p.m.